Event description:
It was reported that an no alert/notification settings occurred. The issue occurred on an unspecified day after the sensor had been inserted. The patient reported that she "almost died" because the continuous glucose monitor (cgm) did not alert. There were no specific symptoms reported. There was no medical intervention nor treatment documented. No other details were documented. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).